Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 309653; batch#: 4183156. It was reported by the customer that IV tech found something odd on a 50ml bd IV syringe -lot# 4183156, expiration: 6/30/29. It is a white spot on the inside of the syringe (not on plunger). Looks like it could be something or just a plastic abnormality. Sent pictures and escalated to pediatric pharmacy moc. Sequestered syringe.

Manufacturer narrative:
Pr (B)(4). Follow up for device evaluation. It was reported there is a white spot on the inside of the syringe. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed. At the bottom of the syringe barrel there is a void that is 3/32" x 1/8." No other defects or imperfections were observed. A void could occur during the molding process. A device history record review was completed for provided material number 309653, lot 4183156. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. 1 did the issue happen during patient use. Yes. 2 if yes, was there any injury. Not reported.